Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, preceding/simultaneous bone augmentation, bone resorption, peri-implantitis, pain, abscess, inflammation, mobility (2025_0326 and 0327 are same patient).